Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC is leaking at the purple hub." Additional info. Received 02.27.2022. What type of catheter securement was utilized? Bard statlock. A detailed description of the event: PICC is leaking at the connection between the purple hub and needless connector. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Immediately after insertion. What was infusion when the leak was discovered? Saline. Any patient symptoms related to fluid leak? None. Was the catheter removed? Was a new catheter placed? Yes, a triple lumen was then placed.

Event description:
It was reported "PICC is leaking at the purple hub." Additional info. Received 02.27.2022: ¿ what type of catheter securement was utilized? Bard statlock. ¿ a detailed description of the event: PICC is leaking at the connection between the purple hub and needless connector. ¿ at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Immediately after insertion. ¿ what was infusion when the leak was discovered? Saline. ¿ any patient symptoms related to fluid leak? None. ¿ was the catheter removed? Was a new catheter placed? Yes, a triple lumen was then placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during pressurization, leakage was observed at the junction between the purple luer adapter and the syringe. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.